Event description:
It was reported the patient had seen an end-of-service (eos) / end-of-life (eol) message. It was also reported the device had a power-on-reset (por) condition and was unable to charge, no coupling bars were seen. The device was interrogated with a clinician programmer and it showed the last recharge date was (B)(6) 2000, even though the device was implanted in 2010. The device was 1/4 charged. A 10 second physician mode reset (pmr) was done, but the eos message appeared. The patient had an overdischarge three weeks prior to report. The patient was unable to charge after the overdischarge, but had gotten 6 coupling bars. The patient got an eos the first time she tried to charge. It was noted the therapy was "great when it was working." The patient was getting no stimulation benefit. The patient and physician were considering a non-rechargeable device. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3888-56, lot# v185450, implanted: (B)(6) 2010. Product type: lead: product ID 3888-56, lot# v154225, implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3487a-56, lot# v354744, implanted: (B)(6) 2010. Product type: lead: product ID 3487a-56, lot# v340198, implanted: (B)(6) 2010. Product type: lead. (B)(4).